Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the submitted log file. The log file captured no external power alarm events on (B)(6) while the system was connected to the mobile power unit. According to the voltage values, there was a loss of power from the mobile power unit at 12:19 am. It was noted there was three occurrences over a minute interval. The system reverted to the internal 11v backup battery for power and continued to operate within the stored speed (5,700 rpm) and low speed (5,500 rpm). The additional information communicated on (B)(6) 2020 indicated the no external power alarm did not reoccur and it was unknown if the power cord came loose or loss of outlet power. The product is not expected to return for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(4)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook document cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under ¿alarms and troubleshooting¿ all alarm conditions are addressed, including no external power alarm. No external power alarm. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use document, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple no external power and low voltage hazard alarms. The patient denies that they slept on batteries and stated that they hear beeping while connected to the mpu. The patient also says that they feel like the battery power runs out quickly. Upon review of the log files, there were no external power alarms on (B)(6) 2020. These events occurred when connected to the mpu. This was caused by power to the mpu being briefly interrupted.